Event description:
It was reported that upon interrogation, low, out of range impedance was observed. Possible clavicular crush was observed under fluoroscopy. The lead was capped and replaced on (B)(6) 2017. The patient was stable post procedure.